Event description:
It was reported to philips that system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot. Upon troubleshooting, the fse checked the system log and confirmed that the suite pc software was defective. To resolve the issue, the fse reinstalled the suite pc software and restored the configuration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.